Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a clearlink system non-dehp solution set appeared cracked and subsequently leaked. The event occurred in the neonatal ICU during total parenteral nutrition (tpn) infusion. The tpn was discarded. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a clearlink system non-dehp solution set appeared cracked and subsequently leaked. The event occurred in the neonatal ICU during total parenteral nutrition (tpn) infusion. The tpn was discarded. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 and h10. H10: the actual device was not available; however, a photograph and one companion sample of the sample was provided for evaluation. The companion sample was visually inspected and did not identify any abnormalities that could have contributed to the reported condition. The device then underwent functional testing, including pressure and clear passage under water testing and no leak was observed. The assembly of the tubing into the drip chamber was according to product specifications. The reported condition was not verified. The photograph was visually inspected, and a leak was observed between the assembly of the tubing into the drip chamber; however, no separation was noted. Due to the nature of the sample, no further testing can be performed. The cause of the condition could not be determined; however, the most probable cause is associated with improper handling during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.